Manufacturer narrative:
(B)(4). Field service visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the front panel display assembly. The fsr performed the operational verification procedure (ovp) and performance check, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. It was noted the touch screen was delaminated and had fluid ingress between the touch screen and lcd display. The reported issue was confirmed and has been addressed through eco 82509. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire is currently awaiting return of the suspected faulty component but it has not been received for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touch screen on the vela ventilator is frozen and does not respond. The customer stated there was no patient involvement associated with this event.